Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1809. Troubleshooting was performed it was reported customer was able to clear the alarm and was unable to complete the rewind. No harm requiring medical intervention was reported. Mmt-1809 will be returned for analysis.

Manufacturer narrative:
Pump received with an unresponsive keypad. Unable to perform the self test due to unresponsive keypad. Unable to download history files and traces using [thump] due to unresponsive keypad. Pump was cut open to perform visual inspection and found severe moisture damage on the [keypad flex connector / pcba 1 j7, near lcd screen / pcba 2 j1 / force sensor]. Swapped out case and successfully downloaded history files and traces. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Unable to confirm pump error 43 due to unresponsive keypad. Unresponsive keypad was observed during analysis and confirmed due to severe moisture damage on the [keypad flex connector / pcba 1 j7, near lcd screen / pcba 2 j1]. Exposure to moisture confirmed. Unable to download using thump confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.